Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported concern with the product, rupture, pain, and deformity for the left side. Patient additionally reported "nodules" which is not device related. The device remains implanted.